Event description:
A physician reported a pt who was originally skin tested on 25 march 1994 and on 22 april 1994 with negative results. The pt has had multiple collagen treatments since that time. On 21 july 1997, the pt was treated into a scar on the left cheek. On 27 march 1998, the physician examined the pt and noted pinkness and swelling at the treatment site. The pt stated this symptom had occurred intermittently since august 1997. The pt self-medicated with non-prescription cortisone cream and vitamin c cream without effect. On 27 march 1998, the physician diagnosed an intermittent hypersensitivity and prescribed ibuprofen. No further medical or surgical intervention was planned or prescribed. On 7 april 1998, the pt reported flares of swelling, hardness, and a "purple color" at the treatment sites that lasted for 4-7 days.